Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement on (B)(6) 2013. According to the complainant, the indication of the stent placement was a treatment for a stricture within the sigmoid colon due to an ovarian cancer. The lesion was 5 cm in length. The patient's anatomy was noted to be tortuous. During the procedure, the stent was positioned at the target lesion but was not able to be deployed. When the physician attempted to release the stent, the handle detached. The physician attempted to deploy the stent by pulling back on the outer sheath by hand but the proximal end of the inner sheath became twisted. The stent was unable to be deployed at all from the delivery system. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was detached from the distal handle and the stainless steel shaft was bent. The outer sheath was stretched for 140 mm at its proximal end. A kink was noted in the outer sheath at 9 mm from its distal end and also at the proximal end of the mounted stent. During analysis it was possible to retract the outer sheath and deploy the stent with some resistance met. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The distal end of the inner lumen was withdrawn from the outer sheath and no issues were noted with its profile. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.